Manufacturer narrative:
(B)(4).

Event description:
It was reported that "distal port of triple lumen cvc (clear tubing part) expanded during CT scan when contrast was injected into it. Tubing then became weak and flimsy and unable/unsafe to use afterwards." The device was replaced. There was no patient harm or injury. No medical intervention required. It was reported "there was no impact to patient status directly."

Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-lumen, pressure-injectable cvc for analysis. Signs of use in the form of biological material were observed within the catheter. Visual inspection revealed ballooning/stretching of the distal extension line towards the proximal end. The appearance of the deformation is consistent with the extension line being subjected to high internal pressure. It was noted that the extension line slide clamp was positioned immediately distal to the ballooned region, suggesting the possibility that the clamp may have been closed at the time of pressure injection. According to the customer report, the distal extension line expanded during a high-pressure dye injection, which is consistent with the condition observed on the returned sample. Additionally, the distal end of the catheter body had been intentionally cut, and the cut portion was not returned for analysis. No other defects or anomalies were observed. The ballooning on the distal extension line spanned 54mm from the luer hub. The outer diameter of the undamaged portion of the distal extension line measured 0.0855" , which is within the specification limits of 0.084" - 0.088" per the distal extension line extrusion product drawing. The catheter body length from the juncture hub to the distal tip measured 90mm, which suggests that approximately 77mm of the catheter body was intentionally cut per catheter product drawing. A lab inventory syringe filled with water was attached to the lumens and flushed. When flushing the distal extension line, the stretched portion appeared to balloon; however, the lumen flushed as expected. No blockages, leaks, or resistance were encountered when flushing any of the lines. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The IFU provided with the kit warns the user , "precaution: pressure limit settings on injector equipment may not prevent over-pressurizing an occluded or partially occluded catheter." The pressure injectable cvc information card and the print on the distal luer hub indicate that the maximum injection flow rate is 10 ml/sec for the distal extension line. The report of a ballooned extension line was confirmed through investigation of the returned sample. Visual analysis revealed that the distal extension line was ballooned 1mm - 54mm from the luer hub; however, the catheter met all relevant dimensional and functional requirements. The observed damage appears consistent with damage due to over-pressurization of the catheter which can occur from buildup of biological material/medication or unintentional bending/kinking/clamping of the extension line. It was noted that the extension line slide clamp was positioned immediately distal to the ballooned region, suggesting the possibility that the clamp may have been closed at the time of pressure injection. According to the customer report, the distal extension line expanded during a high-pressure dye injection, which is consistent with the condition observed on the returned sample. Based on the customer report and the appearance of the returned sample, unintentional use error likely caused or contributed to the reported event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "distal port of triple lumen cvc (clear tubing part) expanded during CT scan when contrast was injected into it. Tubing then became weak and flimsy and unable/unsafe to use afterwards." There was no patient harm or injury. No medical intervention required. It was reported "there was no impact to patient status directly."